Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose level of 400 mg/dl the night before the call. Customer stated that she did not receive a no delivery alarm from the insulin pump. Customer stated that her blood glucose level was 96 mg/dl the morning of the call, but had risen to 437 mg/dl at the time of the call. No further information provided.